Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
It was reported that the relief valve cracking pressure test was out of range and the exhalation flow test failed. There was no patient involvement. The manufacturer's international service technician adjusted the pressure release value to resolve the issue.